Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the original stent graft was believed to be a 26/26/100 valiant. There were no known fenestrations, and it was unknown if the left subclavian artery was completely covered. A 3d reconstruction also found that there was a narrowed lumen at the distal end of the graft, however there was no fracture evident in the reconstruction. The radio opaque marker on the graft body (below the third body stent) is protruding into the flow lumen on a fabric fold between stents on the inside of the thoracic curve. It is possible that this radio opaque marker was mistaken for a fractured stent. This case also has the significant oddity that the lsa ostium is distal to the edge of the graft fabric, yet the lsa still exhibits good blood flow. It was reported that the sales rep did not know of a fenestration being performed on this patient. There is no evidence of a proximal endoleak past the fabric edge that is large enough to maintain solid flow to this lumen. In the absence of a fenestration, it is unknown why this happened. The cause of the lumen narrowing is also unknown. The descending thoracic is a fairly small diameter of ~20mm, but the implanted graft was reported to be a 26x26x100. The length of the stent graft was measured and was approximately 30mm diameter or less based on the length of the stent struts. It was not believed that there were massive fabric folds in the lumen that resulted in the massive reduction of flow diameter.

Event description:
A stent graft system was implanted for the endovascular treatment of a transection. It was reported that this patient was a trauma case from a motor vehicle accident. After one year follow up, patient look good according to the physician. Patient later showed up with chest/back pain. Upon review of the CT, doctors found what appeared to be a clot within the graft. The on call surgeon decided to cover the defect with another stent graft. They placed another stent graft within the first stent graft. It was noted that this was related to the device and the procedure. The physician also thought that this may have been a stent fracture which developed between the patient¿s one year and the time they presented in the emergency room. The issue reportedly resolved and the patient had been released. Additional information received reported that the physician thought that there was a fracture which caused the clot. No additional clinical sequelae were reported and the patient is fine. Review of returned cta¿s from 10 months post-implant confirmed that a single (7 stent length) valiant stent graft was positioned within the thoracic aorta. The proximal fabric was placed just distal to the left common carotid artery (covering the lsa) and the stent graft distal margin was within the descending thoracic. The stent graft was gradually angulated a total of 75deg; proximal to distal. Between the 4th and 5th stent ring, along the inner curvature, the mid-marker band appears located inside the lumen and has possibly infolded. No stent fracture could be seen. Just distal to this issue, stent graft thrombus has developed which extends to the distal end of the stent graft. The stent graft od at this possible infolding location is 25mm, and the infolded fabric/marker has been displaced inside the stent graft lumen approximately 5-6mm. The stent graft od at the distal graft margin is 23mm. Proximal to the infolding location the flow lumen ID is 20 ¿ 21mm. The flow lumen diameter distal to the infolding is approximately 13mm, and distal to the stent graft margin the flow lumen opens to 16mm. The cause of the possible infolding is uncertain. Earlier follow-up images were not available for return. The cause of the thrombus is unknown; may be due to the infolding causing a flow restriction and distal flow runoff issues.